Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited decreased sensing, increased impedance, increased threshold, and loss of capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was also reported that the event began after a cardiac surgery procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.